Manufacturer narrative:
According to the facility on (B)(6) 2026, after blood collection, button was pushed to retract needle. Needle failed to retract. No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2026, after blood collection, button was pushed to retract needle. Needle failed to retract.